Manufacturer narrative:
Concomitant medical products: product ID 3487a, serial# (B)(4), implanted: (B)(6) 1998, product type: lead. Product ID 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3550-29, lot# n502338, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The consumer reported therapy has stopped due to a power on reset (por) on (B)(6) 2015. It occurred after recharging. When charging the battery monitor was giving an error signal. The patient noted he was without stimulation after it occurred. It was reviewed how to clear the por with the patient programmer (pp). Clearing the por was successful. The patient turned therapy back on and therapy was adequate. Troubleshooting resolved the reported issue. Medical history includes spinal pain and complex reg pain syndrome type I. If additional information is received, a supplemental report will be submitted.